Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet cartridge was leaking inside the pump a few hours after a supply change, and the user had been attaching the connector to the cartridge outside of the ilet prior to insertion. Symptoms included elevated blood glucose. Outcomes included resumption of insulin delivery after all supplies were replaced and instruction was provided on the correct assembly process. Investigation included user interview, troubleshooting, and education on proper cartridge and connector attachment. Investigation of this case revealed use error related to assembly outside the device, which was consistent with a connector-to-cartridge interface leak. It was concluded, based on previously established findings for similar reports, that the cause was user-induced assembly error.